Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. It was reported that the foreign material was removed by flushing - therefore, reprocessing of the air/water (a/w) channel by the user may have been insufficient. However, the cause of the material being left in the a/w channel could not be presumed further. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water channel of the subject device was clogged. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water channel was clogged and foreign material was coming out of the air/water nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in air/water channel and air/water nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (clogged air/water channel) was confirmed. The foreign material was removed from the channel. In addition, service found the flexibility adjustment function was not working due to wear of the flexibility adjustment ring, the lock engagement lever was corroded, there was a pinhole on the switch button #1, the scope cover was cracked, the light guide lens was cracked, the adhesive on the bending section cover was worn, the coating on the connecting tube was peeled, the bending angle in up direction was out of specification due to wear of the angulation wire, and the metal part was sticking out from breakage on the bending section cover due to damaged bending tube. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report.

Event description:
Correction to information provided in the initial report (based on additional information that was received from the user facility regarding the reported issue): the reported issue (clogged air/water channel) was observed at the end of an unspecified procedure. There was no impact on the intended procedure due to the reported issue.